Event description:
Patient reported experiencing erratic blood glucose levels of 39-506 mg/dl for two weeks. Patient's normal blood glucose level was not provided. Patient stated the infusion device is louder for 1.5 months. Patient reported she does not react correctly and needs assistance from her family: if her blood glucose level is too low, her family stops the infusion device and gives her a fast carbohydrate, and if her blood glucose level is too high, her family programs the correction bolus. Patient stated she now thinks the infusion device delivers inaccurate insulin. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm and sound functions of the pump was tested on the diagnostic test system and meets the specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.